Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl. The customer stated they were working and did not eat properly. Customer did not state how they treated for the low reading. It was unsure if the customer was using the auto mode feature at the time of the incident. The customer treated their low blood glucose by carb intake. The customer was also assisted with turning on the bolus wizard feature. The pump will not be returned for analysis.